Event description:
It was reported by the customer that their insulin pump may not be functioning properly due to high blood glucose levels. Customer stated they had high blood glucose levels over 400 mg/dl and that the device may have not alerted them about insulin delivery. Customer advised to disconnect from pump. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be recessed. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were no air bubbles. Afterwards, the reservoir was reinserted into insulin pump and a manual prime was performed. Device passed priming and insulin exited tubing customer verified device was not leaking and did not alarm. Informed customer to change entire set and revert to backup plan. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, prime/a33 test and excessive no delivery test. The no delivery alarms functioned properly during the basic occlusion test and occlusion test. No cosmetic damage noted. It was reported that the customer was unable to see the numbers on the insulin pump. Customer's blood glucose level was 300 mg/dl. Customer stated that he can only read half the screen. Customer reported that the pump was working but he cannot read the screen. Customer was advised to discontinue use of the pump and revert to back-up plan per health care professional's instruction. Insulin pump will need to be replaced. No additional information provided. (B)(4).